Manufacturer narrative:
Complaint confirmed, the drive feature tip is twisted and broken. The device was found to meet specifications. Likely causes of the event include continually applying torque when the device is not moving, shallow driver engagement depth, prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was powering in the 2.4 screw on stryker 600 power into the cuboid. The ar-18700-55 (lot 1391944) driver tip broke off inside the variable angle locking screw head. The surgeon tried to pry it out with a dental pick and it seemed to be cold welded into the screw head. The surgeon made note of this in his dictation for future removal purposes. The procedure was finished and no harm was caused to the patient. The procedure was completed successfully and the driver will be returned for evaluation.